Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a guidewire fracture occurred. The lesion being treated was located in the obtuse marginal (om) artery. The pt2 guide wire was advanced into the cx proper (for vessel protection). The om lesion was successfully treated and upon removal of the guide wire from the cx, the tip broke off. The guide wire tip was successfully retrieved using an unspecified device. The patient has been discharged from the hospital and condition reported as "fine". Additional information has been requested.